Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a patient was admitted for treatment due to sepsis, such as difficulty breathing. The doctor used a ventilator to support the treatment according to the patient's condition. After placing the ventilator properly for the patient and clicking the startup switch, there was an abnormal noise inside the machine, which prevented it from starting and working properly. Despite repeated restarts, the problem could not be solved. Immediately, another ventilator was replaced urgently to continue the treatment for the patient, delaying the treatment time by more than 20 minutes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, but there was a delay noted. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 05dec2024, it was confirmed that the customer declined service and repair. The customer confirmed that the blower had damage which caused the loud machine noise. The hospital found a third party to replace the blower assembly, and the equipment returned to normal use. No additional details were able to be obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated, a new service order will be opened and will be captured through philip's normal complaint procedure.